Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had called to inquire about what they needed to do for an MRI and stated that they'd only ever had to turn the therapy off before. Patient services (ps) reviewed the steps to take to activate MRI mode. The patient confirmed the communicator light had gone solid blue but then received a "communication connection lost" message on the handset and the patient stated they saw the application was circling instead of seeing the "find device" screen. Ps had the patient 'close all' for their applications and power off the communicator and reviewed the steps again for connecting to the ins and it was determined the patient hadn't been placing the communicator over the ins site. They stated they had the communicator over "the wrong connection." Once the patient placed the communicator over the ins (the patient commented sometimes it was difficult to find the ins site, though they stated they were thin and could feel the ins well but also confirmed they never had an issue with connecting) the patient was able to successfully connect to see they had a por message. It said "power on reset. Por has occurred. Please check the device battery level. Therapy has been turned off." Ps reviewed what the por meant with the patient and the patient confirmed they had just charged on saturday. The patient was not interested in turning their therapy back on at the time of the call. They reviewed and activated MRI mode with ps. The patient stated they had the MRI for thursday ((B)(6) 2023) so they were going to leave the therapy in MRI mode until then.

Manufacturer narrative:
Concomitant medical products: product ID tm90p01 lot# serial# (B)(4) product type accessory product ID a52200 lot# serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.